Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test. The specification limit for this pump is +/-5%. The pumphead was replaced and the device was returned to the customer fully operational.